Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot am5851, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lateral episiotomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle after finishing the first stitch. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/22/2020. Additional information: a3.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/06/2020. H3 evaluation: one empty open foil, a detached needle and suture piece of product were received for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appeared to be by the use of a surgical instrument. The suture was examined and one extreme of the strand appeared to be severely cut by the use of a surgical instrument. In addition, body fluids were noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the reported complaint is suggested to be from improper handling of the sample.